Event description:
It was reported that during a laparoscopic lleo-caecal resection procedure, the device was working fine for about 45 minutes when it started to make a lot of noise when it was activated. The device was taken out of the port to re-tighten. It was noted that the white pad had fallen off in the jaws. The surgeon looked for the pad in the body but could not find it. A new device was opened and worked fine. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.